Event description:
The customer reported less than 1 ml of fluid leaked from the probe of the coulter ac-t diff analyzer at the end of the startup cycle. The customer indicated that the leak was not contained within the instrument and fluid leaked onto the counter under the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the phone. The cts advised the customer to run controls and the instrument did not leak during that cycle. A beckman coulter field service engineer (fse) was dispatched to the customer's site and replaced the diluent filters and software card. The fse verified the repairs as per established procedures and results met published specifications. Failure mode of the event is attributed to services performed and parts replaced by the fse during instrument servicing. The customer had reported of a similar event, on (B)(6) 2013, three days prior to this event; please refer to medwatch report #1061932-2013-01857 for a report of the event which occurred on (B)(6) 2013. (B)(4).